Event description:
An echocardiogram was performed on (B)(6) 2024 to confirm the validity of the pressure sensor readings. The sensor was recalibrated via the patient network database on (B)(6) 2024 and the mean was increased by 11 mmhg.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. An echocardiogram may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.